Event description:
During tha case, surgeon successfully reamed acetabulum using the robot. Once reaming was complete, mps moved on to cup impaction page and found the page was mostly blacked out. There was no bone model displayed and no ability to change the impactor (in line or offset). Mps tried to go to another page and back to cup impaction page with still the same problem. Surgeon manually impacted the cup and successfully completed the surgery.

Manufacturer narrative:
Reported event: an event regarding anterior slope on tibial cut involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 332 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding a blacked out page and being unable to select impactor. There were (B)(4) other reported events ((B)(4)). Conclusion: it was found in the vplogs that the system only had 3 out of the 5 total end effector constants uploaded/saved for ee s/n (B)(4). The offset 135, offset 45 and offset 90 constants appear in the vplogs, but straight and inline constants were not loaded. This would explain why the user could not select the inline impactor. When the system does not have all constants for the end effector, it will cause issues throughout the application, such as blacked out screens and inability to select different impactors. This occurs when the user does not complete the process of loading all 5 constants onto the robot, which has been documented as a future enhancement under (B)(4). No malfunction or defect is suspected by the robot.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During tha case, surgeon successfully reamed acetabulum using the robot. Once reaming was complete, mps moved on to cup impaction page and found the page was mostly blacked out. There was no bone model displayed and no ability to change the impactor (in line or offset). Mps tried to go to another page and back to cup impaction page with still the same problem. Surgeon manually impacted the cup and successfully completed the surgery.